Manufacturer narrative:
The suspect product is the aviva test strips.

Event description:
Customer reportedly received results of 255 mg/dl and 104 mg/dl within 10 minutes on the aviva system (meter and test strip lot number 300424, expiration date 04/30/2008). The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.